Manufacturer narrative:
Serial number of the motor was requested, information not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were extracted from the returned centrimag console, and an s1: power-on self-test fail alarm was observed on (B)(6) 2023. The system was not in patient use at this time, and the system was shut down shortly after this occurred. Console MFR # (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s1: power-on self-test alarm was confirmed via the log file; however, the centrimag motor was determined to have been unrelated to the cause of the alarm, and the alarm and log file have been addressed via the centrimag console¿s investigation (serial number (B)(6). The centrimag motor (serial number unknown) was not returned for analysis. The centrimag motor was not correlated to the root cause of the reported event. The serial number of the centrimag motor was not provided. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.